Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip delivery system (cds) was advanced and the tactile actuation was performed. However, it was noticed that the anterior gripper arm would not lower. The gripper levers were then advanced simultaneously, but the gripper arm still did not lower. The clip was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information provided.